Event description:
It was reported that during a coronary artery bypass surgery, this device delivered multiple inappropriate electric shocks. Additionally, it was noted that this product was at end of life (eol). Subsequently, a revision procedure was performed and the device was explanted and replaced. No additional adverse patient effects were reported.